Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, which successfully resolved the issue, allowing continued use of the pump. The customer was advised to call back if the malfunction code recurred, which was acknowledged and understood.